Event description:
It was reported via repair work order that there was no electrical functions from either siderail and the lift was stuck elevated due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - repair on hold waiting on po.

Event description:
It was reported via repair work order that there was no electrical functions from either siderail and the lift was stuck elevated due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there was no electrical functions from either siderail and the lift was stuck elevated due to cpu board malfunction. Follow-up submitted as further investigation determined the footboard was still available and the lift could be lowered from there. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.